Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a serious injury on (B)(6) 2017. They had the paramedics dispatched at their house due to low blood glucose. The customer's blood glucose level at the time of the incident was 50 mg/dl. The customer was treated with a shot of glucose. The customer's blood glucose level went up to about 120 mg/dl. The customer was wearing the insulin pump at the time of the incident. The customer was advised to call back if the low blood glucose continues. The device will not return for analysis.